Manufacturer narrative:
Age at time of event: (B)(6). (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an sterling es balloon catheter. Visual and microscopic analysis revealed a blood like substance visible in the guide wire lumen. When positive pressure was applied with the inflation device, a stream of water emitted from a pinhole in the balloon < 1 mm from the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material and the ro markers that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via a right inguinal approach. The 90% stenosed de novo lesion was located in the calcified and moderately tortuous right anterior tibial artery. The target lesion was predilated with a 2.0mm spcb balloon. A 2mm x 40mm x 145cm sterling es monorail balloon catheter was advanced for post dilation. On the first inflation the balloon was inflated to 3 atms. Next, the balloon was pulled back and moved to the proximal portion of the lesion and inflated a second time. During the second inflation a balloon ruptured occurred at 3 atms. The balloon catheter was removed intact and the procedure was completed with a 2.5mm spcb balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via a right inguinal approach. The 90% stenosed de novo lesion was located in the calcified and moderately tortuous right anterior tibial artery. The target lesion was predilated with a 2.0mm spcb balloon. A 2mm x 40mm x 145cm sterling es monorail balloon catheter was advanced for post dilation. On the first inflation the balloon was inflated to 3 atms. Next, the balloon was pulled back and moved to the proximal portion of the lesion and inflated a second time. During the second inflation a balloon ruptured occurred at 3 atms. The balloon catheter was removed intact and the procedure was completed with a 2.5mm spcb balloon catheter. No patient complications were reported and the patient's status is good.